Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-nov-2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the scope was not recognized during the inspection before use. It was presumed that the stopper part of the camera head was partially disconnected, causing communication failure and resulting to the images not being displayed. It was replaced with a similar device, and the planned procedure was completed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device and otv-s190 were returned to omsc for evaluation. When the subject device was connected to otv-s190 and the anti-break part of the camera head was moved, noise was generated. Therefore, it was presumed that the anti-break part of the camera head was partially broken and communication failure occurred. The manufacturing record was reviewed and found no irregularities.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the scope was not recognized. The subject device was used in combination with otv-s190. The intended procedure was completed with another device. There was no report of patient injury associated with the event. The subject device and otv-s190 were returned to omsc for evaluation. It was found that the reported phenomenon could be duplicated and scope error e315 occurred.